Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 158 millimeters (mm) from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle or first-rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture and a new lead was implanted. No additional adverse patient effects were reported.